Event description:
Healthcare professional called to report a left-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Device has been explanted.

Event description:
Healthcare professional called to report a left-side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the radius side assessed as fold flaw opening. Additional observations: yellow particles observed inside the device. Creases observed on the shell. Wear observed on the shell.